Manufacturer narrative:
The failure investigation has been completed and the reported issue was confirmed. In addition, a different issue was found.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a cartridge change error message while attempting to load a new cartridge. The customer's blood glucose level was not impacted. Reportedly, the customer indicated that they would contact their healthcare provider to obtain backup insulin therapy.